Event description:
Dear medwatch team, I am writing to report an adverse event that I experienced while participating in a clinical trial for the coolsculpting elite device, sponsored by allergan aesthetics (an abbvie subsidiary). I am concerned that this event may not have been adequately reported to your office by the sponsor, and I wish to ensure it is properly documented. I participated in two coolsculpting elite treatments as part of the clinical trial in (B)(6) 2021 and (B)(6) 2022. Following the second treatment, I developed paradoxical hyperplasia (ph), a known adverse event associated with coolsculpting treatments, confirmed by a CT scan and subsequent evaluations by qualified medical professionals. Adverse event details event: paradoxical hyperplasia (ph) dates of treatment: (B)(6) 2021 and (B)(6) 2022 symptoms: severe abdominal pain, lightheadedness, and visible tissue enlargement at the treatment sites. Diagnosis confirmation: verified by a reconstructive surgeon specializing in ph in (B)(6) 2024. Current status: I continue to suffer from physical deformities and emotional distress as a result of this condition. Concerns regarding reporting and follow-up despite my efforts to address this issue with the clinical trial sponsor, allergan: the clinical site initially refused to acknowledge or report my adverse event. Allergan delayed and denied coverage for corrective treatment, contradicting their obligations under the informed consent agreement. Allergan attempted to resolve the issue through a financial assistance program that required me to waive my legal rights. Given these circumstances, I am reporting this adverse event to ensure the FDA is aware of the incident and can investigate potential violations of reporting requirements by the sponsor. I am happy to provide additional documentation, including: the informed consent form. Medical records confirming my diagnosis. Correspondence with allergan and the clinical site. Thank you for your attention to this matter. Please feel free to contact me at [your phone number] or [your email address] if you require further information or supporting documents. Sincerely, (B)(6). "Mild nondependent superficial subcutaneous fat stranding is noted in the flanks and anterior abdominal wall of unclear etiology".